Manufacturer narrative:
(B)(4). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the item was discovered fractured after sterilization. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked or gouged ) and anterior section of post has been fractured off. All pieces were not returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.